Event description:
It was reported that during a stenting treatment procedure stent deformation and partial stent dislodgement occurred. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 3.5x38mm ion stent was fully deployed in the lesion at 16atms. . A second 3.5x38mm ion stent was then advanced to the lesion and the physician pushed it against the previously placed stent to make sure that they were overlapping. When the physician tried to re-adjust the stent before deploying, he pulled back on the stent and it got hooked on the first ion stent. It was noted that the sds balloon partially came out from the second ion stent. The physician pushed the sds balloon back into the stent and it was noted that the proximal end of the stent became deformed. The physician was able to fully deploy the ion stent in the lesion with the sds balloon; however, it was noted that it took multiple inflations. The procedure was successfully completed at this point with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).